Manufacturer narrative:
User facility and health professional not provided in initial report. Account reported on 4-24-2015 that prior to treatment the patient lens condition was 2+ nuclear sclerotic and 1+ posterior subcapsular and the cornea epithelium was intact, with clear stroma and clear endothelium. During procedure there was no changes in the fits or safety zones and there was no suction loss. The anterior capsulotomy was 100% completed and free floating with no tags and curvilinear capsulorhexis was used to remove capsulotomy. Vitrectomy was not done and there were no double cuts on the capsulotomy. Phaco tool was used during cataract extraction and account says it did not contribute to the tear. Surgeon changed from the toric monofocal iol that was planned to a sulcus monofocal 3 piece iol. Account said that during cortex removal surgeon noticed radial tear with decompression of capsule during hydrodissection resulting in an anterior capsule tear. Patient post treatment is as (B)(6) 2015 (4 weeks post op), uncorrected visual acuity 20/100+, pinhole 20/20, best corrected visual acuity (bcva) -0.75 +2.25 x 180 at 20/25 -2, centered iol, 1+ capsule folds, anterior chamber deep and quiet. The surgeon reported that catalyst contributed to the injury.

Event description:
During a catalys laser procedure of a capsulorrhexis and softening of the cataract, the surgery center was not able to place the planned toric intraocular lens (iol) in the patient¿s capsular bag of the operative eye due to a radial tear supratemporally that had occurred during the hydrodissection with the femto procedure. The surgeon placed a sulcus iol. There was no additional complication or medical intervention reported.

Manufacturer narrative:
(B)(6). The account is only providing the adverse event and did not request for field or clinical services. Manufacturer date is april 2012 all pertinent information available to abbott medical optics at this time has been submitted. Placeholder.